Event description:
The user facility observed that a "fly" was present between the glass panels of their amsco 1215 cart washer/disinfector. User facility personnel elected to remove the unit from service and postpone patient procedures. No report of injury.

Manufacturer narrative:
A steris service technician inspected the amsco 1215 cart washer/disinfector and found an accumulation of water around the drain, resulting in the buildup of moisture and organic components subsequently leading to the presence of drain flies. The drain is located outside the footprint of the amsco 1215 cart washer/disinfector and is the user facility's responsibility to ensure proper drainage. The steris technician further inspected the unit and found a drain fly between the tempered glass doors of the unit. The unit's tempered glass doors consist of three layers with a gap between each layer. The drain fly was found in the outermost gap. The steris technician disassembled the tempered glass door panels to remove the drain fly and found no further issues. The technician cleaned the drain area, removed all drain flies and adjusted the drain to the floor level to facilitate proper drainage. User facility personnel were counseled on the importance of keeping the drain area clean and to ensure their amsco 1215 cart washer/disinfector has proper drainage. The amsco 1215 cart washer/disinfector was tested, confirmed to be operational and returned to service. No additional issues have been reported.